Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the reported malfunction. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We currently have a corrective and preventive action (CAPA) open to address this issue and prevent them from reoccurring. Device was not used for the procedure. Surgeon replaced this shunt with another lemaitre f3 carotid shunt.

Event description:
During pre-use check, when the surgeon attempted to inflate the common carotid balloon with saline, he observed a leakage at the stopock joint. Device was not used for the procedure. Surgeon replaced this shunt with another f3 carotid shunt for the procedure.